Event description:
It was reported the display was blank after power on of the programmer. It was also reported the rf (radio frequency) head cannot work. The programmer and rf head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found the rf (radio frequency) head will not interrogate using a known good programmer; uplink tests are out of specification. The rf head cable found out of electrical specification. (B)(4).